Event description:
Patient record information from the hospital was received on 25-nov-19. Additional information from the procedure is as follows: digital subtraction angiography demonstrated a significant stenosis at the site of the closure. A catheter was therefore advanced from the left femoral artery to lie within the right femoral artery and a guidewire passed across the stenosis. The stenosis was ballooned with a 6 mm and substernally 7 mm balloon to good effect in terms of relief of stenosis, but there appeared to be some extravasation and ongoing ooze from the puncture site at the level of the skin. It was therefore elected to deploy a 7 mm x 26 mm covered stent from the contralateral side. This appeared to resolve the extravasation seen on digital subtraction angiography. A pressure device was used for additional pressure as the patient left the procedure table. Patient was transferred to recovery in stable condition. A right groin ultrasound was used to rule out pseudoaneurysm. No further bleeding was reported. Patient was discharged to her home (B)(6) 2019.

Manufacturer narrative:
The device and angiograms were not returned for investigation. Based on the source documentation provided by the site a manta device was used for closure and stenosis was noted on the post-closure angiogram. A balloon inflation was attempted which successfully remediated the stenosis; however, some extravasation was seen from the access site. A covered stent was placed followed by prolonged compression successfully achieving hemostasis. The exact root cause of the stenosis and unsuccessful hemostasis is inconclusive. Based upon previous similar incidents, successful remediation of stenosis with balloon inflation typically indicates it was caused by a dissection. Dissections are a common large bore procedural complication; therefore, it cannot be concluded if it was caused by the manta or during the procedure. A dissection present at the access site may cause the manta anchor depending on location of the dissection not catch the artery walls as designed creating a non-optimal seal which clinically presents as extravasation. The IFU precautions: in the event that bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. The risk of access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention have been identified in the IFU as adverse events related to the vascular closure device. Risk documentation has been reviewed and this is a known risk of the device. The occurrence rate of this type of incident remains below risk documentation acceptable limits. Based on the information reviewed, there has been no product quality issues with respect to manufacturing, design or labeling.

Manufacturer narrative:
The us IFU lists other access site complications leading to bleeding and requiring endovascular intervention as a possible adverse event related to the deployment of vascular closure devices. An investigation has been opened to review device history record, risk documentation, and case imaging.

Event description:
A transaortic valve replacement (tavr) was performed on (B)(6) 2019. A manta vascular closure device (18f) was used for closure, hemostasis was not achieved. It was reported that the physician advanced a balloon from the contralateral side and inflated to aid in hemostasis which did not induce hemostasis. A covered stent was placed at the access site, followed by 30 minutes of manual pressure was applied, and a fem stop was placed on the patient. Hemostasis was achieved.